Manufacturer narrative:
A company representative (cr) noted that the patient had a small pupil. The surgeon needed to shrink the capsule and the fragmentation pattern to fit. The cr noted that the adjusted capsule size was below the recommended size. The cr found the system to be functioning to specifications and there were no reported system-related issues during the case. No evidence to conclude that the system contributed or caused this event. Based on quality assurance (qa) assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event can be attributed to surgical technique. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported an anterior capsule tear during a laser assisted cataract procedure. Additional information received states that the surgeon shrank the anterior capsule and frag pattern to fit the pupil. The capsule was noted as being too small and is thought to be the reason for the anterior capsule tear.